Event description:
The customer from belgium reported that her meter was allegedly displaying incorrect 7-day average result in the memory of the contour xt meter.

Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. Upon investigation, the meter's memory was checked and the correct 14-day average value was calculated by the meter. The customer may not have realized that the daily average value is used for the calculation as opposed the individual values. The meter did not give a 7-day average value, just a summary of testing results. The meter is performing as expected. Based on the product details received upon the return of the meter, it was determined that the meter associated with the event is contour xt, not contour next meter as originally indicated by the customer. Therefore, description of event in section b5, brand name in section d1, manufacturing address in section g1, 510(k)# in section g4, and device manufacture date in section h4 have been updated with the correct information.

Event description:
The customer from belgium reported that her meter was allegedly displaying incorrect 7-day average result in the memory of the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter ,so personal information was not entered. The customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.